Event description:
It was reported that the p.a. Clickx screw does not have the length of the screw laser etched on it. During a case evaluation for p.a. Clickx, the nurse incorrectly gave the surgeon the wrong length screw which the surgeon inserted. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.